Event description:
It was reported that during a rectosigmoidectomy the cutting jaws broke. No further information was provided. No injury to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).